Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-female(left) - communication failure. There was no patient involvement.

Event description:
It was reported that the device had iui-female(left) - communication failure. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of iui female (left) communication failure was not confirmed; however, when connected to a test pcu error code 13-1064-1229 was observed at power up. ¿ received on 14-oct-2025, lvp device was received unboxed and with paperwork. ¿ the stated problem of iui female (left) communication failure was not confirmed when the unit was connected to a test pcu, and a channel ID was obtained but due to the incorrect serial number the unit would alarm error code 13-1064-1229 at power up. The correct serial number was flashed, and units were able to power on with no issues and obtain channel ID. -unknown root cause. ¿ device to be returned to san diego repair center for processing. ¿ noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.